Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: ¿complications associated with the proper implantation of the alyte® y-mesh graft may include, but are not limited to those typically associated with surgically implantable materials including: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding and defecatory dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, rectum, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of vaginal wall prolapse. Urinary incontinence (stress and urge)." (B)(4).

Event description:
The patient¿s attorney alleged a deficiency against the device. Per additional information received, the patient has experienced mesh exposure from the total prolift and tvt, vaginal pain, bloody brown vaginal discharge, dyspareunia, vaginal odor, difficulty voiding, vaginal wall prolapse, old laceration of muscles of pelvic floor, urinary retention, abdominal pain, constipation, diarrhea, incomplete emptying, nocturia, frequency, stress and urge incontinence, kink of urethral meatus, attenuated perineum, vaginal scarring, anterior mesh exposure, hypermobile bladder neck, cords of mesh, foreign body in vagina-exposed mesh, severe scarring in every space and segment of the pelvic floor, anteriorly, posteriorly, laterally as well as under the urethra, eroded sling mesh, per pathology-synthetic mesh material with chronic inflammation, foreign-body giant cell reaction, and fibrosis, with focal acute inflammation, surgical and nonsurgical interventions including, bilateral paravaginal dissection, bilateral pararectal dissection, removal of prolift mesh, sling revision and urethral lysis, removal of mesh from the obturator internus muscles, anterior colporrhaphy, posterior colporrhaphy, colpoperineorrhaphy on (B)(6) 2015, and silver nitrate application to posterior granulation tissue of the vagina on (B)(6) 2016. The patient also experienced bowel obstruction and perforation, collagen disorder and deficiency, connective tissue disorder, fistula, hernia, vaginal or bladder infections, and wound healing problems.